Event description:
During baxter's evaluation of a spectrum pump, it displayed system error 322 in the intensive care unit. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.